Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a supposed battery reimplantation, it was found out that there was an active infection at the implant site. The physician immediately washed the site out and took out the spinal cord stimulation (scs) paddle lead. The explanted lead will not be returned.